Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report blistering and redness at the site of the sensor patch adhesive that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient consulted a physician concerning the affected site and the irritation was confirmed. At the time of contact, the patient's irritation had cleared.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).